Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found. The analyst noted that no anomalies were found on the save to disk. Concomitant medical products: 7298 ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a premature end of life (eol) indicator. In addition, the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. As a result, the rv and lv leads were reprogrammed to high output, and remain in use. No patient complications have been reported as a result of this event.